Event description:
It was reported that the patient underwent a gynecological procedure on (B)(4) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-02813 and medwatch 2210968-2013-02816. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence, uterine organ prolapse and a cystocele. The patient had the concomitant procedure of a total vaginal hysterectomy, bilateral salpingo-oophorectomy and posterior repair colporrhaphy during mesh implantation.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 in order to treat mesh erosion. It was reported that the patient underwent mesh trim revision on (B)(6) 2007. It was reported that the patient underwent anterior repair, uterosacral ligament colpopexy, cystoscopy, bladder suspension, and rectocele repair on (B)(6) 2008. It was reported that following insertion the patient had a vaginal excisional biopsy, foreign body giant cell reaction, and fibrosis associated with foreign material consistent with mesh dated (B)(6) 2008. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that the patient underwent a mesh removal on (B)(6) 2006 and (B)(6) 2006. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-02813 and medwatch 2210968-2013-02816. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).